Manufacturer narrative:
Patient age, weight, and ethnicity: information unknown/not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/ not provided. Implant date: unknown/ not provided. Explant date: not applicable, as lens remains implanted. Telephone number: (B)(6). Device evaluated by MFR: the intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after cataract surgery the patient's vision got blurry and not clear. There was no additional surgical or medical intervention reported. Through follow up we learnt that after the surgery the patient's near vision was sufficient while from a distance she could not see properly. The female patient had blurred vision with many halos around the lights. The patient reported that when she goes out she has headaches and she cannot drive anymore because the lights bother her. No further details were provided. This report is for the left eye (os) . A separate report will be submitted for the right eye (od).